Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for raised hubs. H3 other text : see h.10.

Event description:
It was reported that 5 bd syringe 0.5ml 8mm cannula broke off. The following information was provided by the initial reporter :   it was reported by the spouse of the consumer that the needles detached from the hubs.   Date of event : unknown. Samples : available.

Event description:
It was reported that 5 bd syringe 0.5ml 8mm cannula broke off. The following information was provided by the initial reporter :   it was reported by the spouse of the consumer that the needles detached from the hubs.   Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned (2) 0.5ml bd insulin syringes from lot# 9280126. Consumer reported needle detached from hub. Both returned syringes were examined, and it was observed that both exhibited a needle hub/shield assembly detached from the respective barrel. No damage to the barrel tip of either syringe was observed. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for raised hubs. Bd was able to duplicate or confirm the customer¿s indicated failure needle detached from hub. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd syringe 0.5ml 8mm cannula broke off. The following information was provided by the initial reporter :   it was reported by the spouse of the consumer that the needles detached from the hubs.   Date of event : unknown. Samples : available.